Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the lg connector fluid damage, and the water jet tube buckled; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).